Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 560 mg/dl with large ketones related to multiple loss of prime warnings on the current cartridge. The reporter indicated that the cartridge had not been replaced since the loss of prime issues started. This report is made based on the allegation that the patient experienced hyperglycemia related to a multiple loss of prime warnings.